Event description:
Procedure performed: lap chole. Event description: information received by an applied medical representative, via email, on (B)(6) 26: as this happened 2 months ago and neither hcp the applied medical rep spoke to were present during the procedure, there isn¿t an overly detailed description of what happened. The best we can ascertain is, the surgeon inserted the scope into the obturator, the tip of the obturator gave way. The tip ended up in the patient and was retrieved immediately by the surgeon; the patient was not affected. The hospital has taken their stock of cff33 out of circulation and await instruction on how to proceed. The affected device is to be collected from theatre, contact email and address below. Additional information received by an applied medical representative, via email, on (B)(6) 26: procedure was lap chole, high bmi patient. Besides the scope, no other instruments were used at the time of the incident. It was not a robotic surgery. One cannula was inserted using the obturator prior to the incident. Pieces fell into the patient and all were retrieved. The trocar was inserted with rotation. Patient was high bmi, staff don¿t recall anything out of the ordinary regarding difficulty during insertion. Intervention: tip retrieved immediately by the surgeon and the hospital has taken their stock of cff33 out of circulation and await instruction on how to proceed. Patient status: the patient was not affected.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.